Event description:
There was a complaint of questionable calcium gen. 2 results for about 20 patients tested with a cobas pro c503 module. The questionable results were reported outside the laboratory. A doctor called to question high calcium results on routine blood work. This prompted further review and rerun of additional calcium samples. The samples were repeated on a second c503 module. The customer believes the repeated results to be correct. The customer provided examples for 5 patient samples. Refer to attached data for results. The calcium gen. 2 used was lot 548190 and the expiration date was 31-jul-2022.

Manufacturer narrative:
A reagent issue can be excluded as calibration and qc were acceptable. A field service engineer (fse) determined the sample probe had gel on it and the flow was restricted. The fse replaced the sample probe, adjusted all probes, and checked pumps and rinse levels. No further issues were reported. The service actions resolved the issue.